Event description:
It was reported that two liners would not lock securely into the cup. The surgeon removed the cup, and over reamed the acetabulum to implant a larger size cup which delayed surgery 30 minutes.

Manufacturer narrative:
Na